Event description:
Pt presented with abdominal pain, fever, vomiting due to apparent rectal injury and infection.

Manufacturer narrative:
The method code was selected with "other" meaning that the mfg process, design, inspection, testing, lot records, sterilization data, training, etc. Were evaluated. The results of this investigation are inconclusive as to cause and/or contributing events, except that there was apparently some rectal damage. There was no apparent failure of the product to meet specs or failure to function as intended. It is not clear that the rectal injury and subsequent infection resulted from the axialif procedure since the injury was not noticed at the time that it occurred. It does seem possible that the injury could have occurred during the axialif procedure.